Event description:
A bipap a30-s silver series device was returned to a third-party service center for service with no initial alleged complaint. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician observed a ventilator inoperative error code e088 (the device cannot be operated after three restarts). Due to the error, the printed circuit assembly (pca) will need to be replaced. Additionally, dust/dirt/tobacco contamination was found inside the device, and the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.